Event description:
Caller reported a cartridge alarm 20 occurring during pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support confirmed the issue with consecutive cartridges and arranged for a replacement pump to be sent. Caller was instructed on how to manage the transition, including putting the old pump into storage mode and returning it to tandem.